Manufacturer narrative:
On 1/14/2020, mentor received additional information regarding the revision surgery and the replacement devices. The patient underwent bilateral removal and replacement with two 300cc mentor smooth round moderate plus profile prostheses ( catalog #: 3502300, right serial #: (B)(6), left serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, some creases were observed in the anterior and posterior view. A tear was observed within the creases on the posterior view of the implant, measuring approximately 0.1 cm. Also, a valve leakage was observed. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 425cc mentor smooth round moderate profile (catalog #: 3501670, lot #: 224130). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with an unspecified implant on (B)(6) 2019.